Event description:
It was reported that the programmer stopped booting up approximately one week after a software upgrade. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device took 22 minutes to boot up and then went to a system error. Software was reloaded to resolve boot up issue. It was also noted that the tab was bent on the power cord bay door, and the media bay door was missing. Product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).